Event description:
It was reported that during an abdominal aortic aneurysm stent grafting procedure, occlusion balloon deflation difficulties occurred. The aneurysm was located in the abdominal aorta. The equalizer occlusion balloon was inflated by hand and the atms and inflation duration are unknown. The balloon failed to deflate. The balloon was removed with the sheath. The procedure was completed with another manufacturer's balloon and sheath. No patient injuries or complications were reported. The patient's status is reported as "ok". Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.